Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) /2020 indicate the patient received a right total knee revision due to pain, swelling, instability and aseptic loosening and subsidence of the tibial component. Upon entering the joint synovitis and scarring was encountered and removed. The tibial component was noted to be grossly loose at the cement to implant interface. Femoral and patella components were left insitu without indication of deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015 dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.